Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was also performed on the subject meter lot. Furthermore, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "(B)(6) 2015" at an unspecified time. The patient reported that she obtained alleged inaccurate erratic blood glucose results of "153, 157 and 204mg/dl" on the subject meter performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposed of determining an inaccuracy. The patient denied stated that she takes a combination of medications to manage her diabetes and in the "am" she increased her dose of metformin (metformin 500 twice daily) as a result of the alleged issue. The patient stated that on (B)(6) 2015, am, after the alleged product issue began she developed symptoms of "diziness, headaches." On an unspecified date and time she attended emergency room (ER) and was treated by a health care professional (hcp) with insulin and was kept in ER for six hours. The patient also reported that she had her blood glucose taken on a hospital meter but did not know the result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. However the time difference between results was greater than 20 minutes. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the hcp treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.